Event description:
Customer reported this product was sent back from the repair center after inspection performed at the end of november. "Although it works, please assemble it, because the blade attachment cannot be restored to horizontal position. Also, perhaps because it cannot be assembled horizontally, attachments become too hot to touch during operation. This was not the case previously." This is report 1 of 1 for complaint #(B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to (B)(4) and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed a power supply defect and that the device does not function when the oscillating saw is attached. This was attributed to normal wear. The device was repaired and returned to the customer on 02/06/2012. Placeholder.